Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.1 product ID: 9735521, serial/lot #: -, ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact g02008: software g02018: emitter h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively in a functional endoscopic sinus surgery (fess) procedure. It was reported that when tracking with the registration probe, the instrument tracking in the tracking details would go from red to green. It was displaying a geometric error around 3.5 millimeters (mm). The site was able to get a successful registration passing with 1.3 mm. The emitter and break-out-box were displaying as connected. Troubleshooting was performed, the field representative (rep) confirmed there was no metal interference. Using a flat emitter the "donut" was removed. The rep stated the "donut" was within the electromagnetic field. No known impact to patient outcome. There was a surgical delay of less than one hour.